Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 02-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 15mg/ml morphine at 6mg/day via an implantable infusion pump for non-malignant pain and postlaminectomy pain. It was reported that during a normal replacement procedure for battery life the hcp was unable to aspirate or get any cerebrospinal fluid backflow from the catheter. No further complications were reported.